Manufacturer narrative:
Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. 100 retained samples were visually checked and no defects were found. Bd was unable to duplicate or confirm the customer¿s indicated failure mode based on the visual check of retained samples. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with bd vacutainer® 9nc 0.109m plus blood collection tubes the label was discovered to be missing on tube. The following information was provided by the initial reporter, translated from chinese to english: (B)(6) 2022. 17:54 after two people checked the doctor's order, when they checked the test tube, they found that the blue test tube had no label, which affected the nurse's check, and the nurse needed to check the test tube again.